Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth was not provided. Section e.1: the initial reporter email address is not available. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (23c219av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. There was no device performance issue or device malfunction reported during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Cerebral hemorrhage is a known potential complication associated with the use of the embotrap iii device and is listed in the instructions for use (IFU) as such. There were no alleged quality issues related to the device used, as the device performed as intended. The pi assessed the event as unrelated to the study device and unrelated to the study procedure. However, the event occurred the day after the procedure, thus the relationship between the device and the adverse event of ¿small ich [intracerebral hemorrhage],¿ cannot be ruled out completely. Additionally, it is unknown if there were any device deficiencies during the procedure. As explained in the referenced literature, non-traumatic ich comprises 10-15% of all strokes and is associated with high morbidity and mortality, therefore this event is considered a serious injury. Based on this information, this event will be conservatively reported to the us FDA reporting under criteria 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Reference: rajashekar d, liang jw. Intracerebral hemorrhage. [Updated 2023 feb 6]. In: statpearls [internet]. Treasure island (fl): statpearls publishing; 2023 jan-. Available from: https://www.ncbi.nlm.nih.gov/books/nbk553103/ as part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 44-year-old male patient with a history of hypertension, and current drug abuse (cocaine, amphetamine), presented with a witnessed stroke on (B)(6) 2023 at 21:02 hour. The patient was presented to the treating hospital on (B)(6) 2023 at 21:43 hour. Intravenous tissue plasminogen activator (tpa) was administered at the time of stroke presentation. The suspected origin of the embolism was of undetermined etiologies. The patient¿s baseline nih stroke scale (nihss) score was 25 and a modified rankin scale (mrs) score of ¿0-no symptoms.¿ the patient underwent an endovascular mechanical thrombectomy on (B)(6) 2023 using a 5mm x 37mm embotrap iii revascularization device (et309537 / 23c219av) that targeted an occlusion in the left m1 segment of the middle cerebral artery (mca). The pre-pass modified treatment in cerebral infarction (mtici) score was 0. The first pass was made with the embotrap iii device via a phenom¿ 27 microcatheter (medtronic) with 6-minute incubation time resulted in an mtici score of 3, with clot retrieval in the stent retriever. A red® 72 reperfusion catheter (penumbra), neuron max® 088 sheath (penumbra), and a guidewire (unspecified brand) were also used during the procedure. It is unknown if there were any intraoperative study device deficiencies. The 24-hour post-procedure nihss score was 21. On 24-nov-2023, the patient experienced a small ich [intracerebral hemorrhage]. The principal investigator (pi) assessed this event not serious, mild in severity, and as not related to the embotrap iii study device, not related to the large bore catheter, and not related to the procedure. The event was not medically treated. The outcome is recorded as ¿recovering/resolving,¿ with no end date listed. The patient¿s discharge information and seven-day post-procedure assessments were not entered into the case report form (crf) at the time of the complaint review. On 06-dec-2023, additional information was received. Per the information, there was a small amount of contrast vs. Blood near the location where the study device was used. There was no device performance issues with the embotrap iii during the procedure.